Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.